Event description:
Pt experienced recall of things that were done or said during the course of her surgery in great detail. Anesthetic agent and gas mixture was supplied by a vaporizer and anesthesia machine made by ohmeda. Otolaryngology procedure for sub-glottic stenosis. Pt not traumatized by event.